Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt increase in pace impedance measurements reaching out of range. Technical services (ts) discussed troubleshooting options. This lead remains in service. No adverse patient effects were reported.